Event description:
It was reported that during a percutaneous transluminal coronary angioplasty treatment procedure, stent damage occurred. The patient presented due to an acute myocardial infarction. The promus element plus stent was deployed in an unspecified location. The physician then attempted to obtain side branch access, however, after multiple attempts, the physician elected to leave the side branch alone. As the patient was being moved off the table the patient started having chest pain. The physician performed ivus and stent damage was noted. The procedure was completed by placing another unknown manufacturer's stent. No further patient complications were reported and the patient's status is fine.

Manufacturer narrative:
Device is combination product. Device evaluated by manufacturer: the device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).